Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. There are scratches and cracks that have the appearance of forceps marks. The optic is split against a post of the lens case from being positioned incorrectly for return. The cartridge was not returned for evaluation. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of qualified associated products. The root cause for the reported event could not be determined. The specific issue was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials inventory specialist reported that during a cataract extraction with intraocular lens (iol) implant procedure, the surgeon was unable to push the iol into the eye with the injector. The surgery was completed with another iol. Additional information was provided that there was no patient harm.